Event description:
Customer reported that paramedics were called twice within four months in response to low blood glucose levels. In one instance, blood glucose level was 16 mg/dl at the time of paramedics' arrival. Customer treated with honey and food and did not require hospitalization. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.